Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer had continuous elevated blood glucose (bg) which was addressed with a bolus. An exact bg value was not provided. A pump system check was performed and it was verified that the pump was functioning as intended. Although the customer performed multiple supply changes bg remained elevated. Healthcare provider believed that the cause of bg level was due to an issue with the pump. However, the specific cause could not be provided. Reportedly, the customer used an alternate tandem pump and bg levels returned to normal range.

Manufacturer narrative:
Remove coding: (B)(4).